Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the second device used to cut the first device off of the tissue? If no, how was the device removed from the patient? If no, did the jaws eventually open? What was the product code/color of the cartridge?

Event description:
It was reported that during a laparoscopic splenectomy procedure, the device got stuck on the tissue. The surgeon was not able to open the device. They used the red knob, plastic to plastic and it still was stuck. They took a new echelon gun to finish the procedure; another like device was used to complete the procedure. The procedure was prolonged by ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p55g4t. The analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.